Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Litigation papers allege the patient suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, decreased mobility and/or the need for revision surgery since implantation of the devices. Doi: (B)(6) 2004 - dor: none reported (right hip). Update: 11/15/2012 part/lot information was received from legal. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. Even though part/lot information was provided it is unclear what products are at issue as the patient has not been revised therefore the product page will be left as unknown until further information is received. Records are available for further review. The device(s) associated with this report were not returned and are presumed yet implanted. As stated above, the patient has not been revised and no symptoms have been reported. Although part/lot information was provided it is unclear what product(s) are at issue. The product(s) will be left as unknown until further information is received. The records reported as available for review are label copies only. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Litigation papers allege the pt suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, decreased mobility and/or the need for revision surgery since implantation of the devices.